Event description:
Olympus was informed that during preparation for an unspecified procedure at an unknown date, the touchscreen of the esg-400 electrosurgical generator was found not to be working and the device displayed error message e433. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) prerov, czech republic (received at the rrc on 2022-09-08). The evaluation at the rrc confirmed the occurrence of error message e433 and found the device to be permanently rebooting. This failure was traced back to a defective generator board. Thus, the reported event/incident was attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In addition, the customer reported a malfunction of the generator¿s touchscreen. However, the rrc found the touchscreen to be working correctly. Since error message e433 was displayed, the user possibly misinterpreted this as a touchscreen malfunction. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.